Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. An assignable cause of undeterminable will be assigned to this complaint, as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during the procedure, the tip of the subject guide catheter broke and moved to a deep cervical vein and got stuck. The physician was unable to retrieve the broken tip fragment and proceeded to use the subject catheter without tip to complete the procedure. The procedure was completed with no clinical consequences and the patient was discharged. Imaging was done approximately one month post procedure and the subject catheter tip fragment had not moved from the deep cervical vein location. No other information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the tip of the subject guide catheter broke and moved to a deep cervical vein and got stuck. The physician was unable to retrieve the broken tip fragment and proceeded to use the subject catheter without tip to complete the procedure. The procedure was completed with no clinical consequences and the patient was discharged. Imaging was done approximately one month post procedure and the subject catheter tip fragment had not moved from the deep cervical vein location. No other information is available.